Manufacturer narrative:
This event occurred in (B)(6) 2018. This lot was manufactured march 7, 2017 ¿ march 9, 2017. The device was returned containing approximately 40 ml of drug fluid in the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no signs of liquid leak. White spots of crystallized drug were noted inside the device housing. The crystallized drug was removed and the device was functionally tested and noted a leak coming out at the device volume indicator located inside the housing. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was internal leakage from an infusor. The device was filled with desferal. There was no patient involvement. No additional information is available.